Manufacturer narrative:
Investigation summary: as no physical sample or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be confirmed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c leaked. The following information was provided by the initial reporter translated from french to english: during subcutaneous injections, drops of vidaza are present on the barrel of the syringe when pressed (3/4 drops). The envelope containing the injections is intact, with no trace of product. Clinical consequences loss of treatment. The incriminated device has not been preserved, and cannot be returned to you for analysis. Additional information provided: can you confirm the batch number of the defective product? 414252 can you provide representative photos of the reported defect? No, no photos available. Can you confirm the location of the leakage? Was there any leakage beyond the plunger seal? Was there any visible damage to the device? If yes, please describe the device was not preserved, obviously the leakage came from the syringe barrel. Did the incident occur during preparation/administration? If so, did it occur under a laminar flow hood/isolator (in a safe environment)? During administration were nursing staff exposed to the drug? No.